Event description:
The facility reported an infusion pump with depleted batteries. The event was reported to have occurred during biomed testing. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.